Event description:
It was reported that during a follow up, the left ventricular lead exhibited loss of capture. Fluoroscopy revealed that the lead was dislodged. The lead was explanted and replaced successfully. The patient was in good condition prior, during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).